Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridges fit loosely inside the pump cartridge track. Due to the loose fit, several cartridges fell off of the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.